Event description:
The physician was using a moma cerebral protection device to treat a lesion in the eca. The device was prepped and inspected prior to use with no abnormalities noted. After the first inflation a leak was noted in the device, however the physician was able to inflate the device again and complete the procedure. No patient injury was reported. Device evaluation: the device was returned for evaluation. The balloons showed over inflation as the surface was stressed but undamaged. The device was tested for leaks by applying negative pressure and by purging. A leak was detected in the luer bonding zone of the device.

Manufacturer narrative:
Results: (based on the evaluation the root cause of the issue is undetermined). (B)(4).